Event description:
It was reported that the pt was revised due to tibial loosening.

Manufacturer narrative:
Eval summary: a review of revision surgical operative notes indicates that the pt was revised due to tibial loosening. Package insert lists adverse effects of surgery as loosening or fracture / damage of the prosthetic knee components or surrounding tissues, and pain. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of product or further info. Device history records for the tibial component were reviewed and found to be conforming to requirements at the time of manufacture. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. The info provided on this form was previously submitted under mfg report number 1822565-2012-01630.